Event description:
The event is reported as: complaint alleged: while trying to remove catheter, balloon would not deflate. Balloon was not pretested before insertion of the catheter. No patient injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.